Event description:
Revision surgery was performed due to apparent infection.

Manufacturer narrative:
Pt received tissue reinforcement on (B)(6) 2014 at (B)(6) (lot# 1002003780) and an additional surgery on (B)(6) 2015 (lot# 1110003853) to implant additional tissue reinforcement. Tissue reinforcement from (B)(6) 2015 removed (B)(6) 2015 due to infection identified as (B)(6). Device history records for both lots were reviewed and all acceptance criteria were met.